Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for follow-up, the device was found to have reached elective replacement indicator. The estimated battery longevity had depleted much faster than expected from the last follow-up. It is suspected that most likely the device had been pacing but the physician did think it was unrealistic drain. Replacing the device was recommended. The patient current condition is stable.

Manufacturer narrative:
Analysis performed indicated that the pacer exhibited normal device characteristics. The device battery is currently measured at 2.51v, which is above eri level. The implant duration was 9.8 years.

Event description:
New information received states the pacemaker was explanted and replaced. The patient condition was good before, during, and after the replacement.